Manufacturer narrative:
Clarification to explant date: explant date was provided as scheduled date and we have not received confirmation that explant occurred. Device remains implanted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side pain and capsular contracture baker grade iii. The device remains implanted.

Event description:
Patient reported, left side pain. And capsular contracture, baker grade iii. The device remains implanted.